Event description:
It was reported that two bd micro-fine pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: micro pen needles. Child was administering a correction insulin dose and as doing so the needles came away from the pen and was stuck in the stomach. Wording from staff was that it was almost like the needle was being suctioned into the skin and had to be removed with tweezers. This incident occurred again and again had to have first aid to remove this.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: thirty four sealed 32g x 4mm pen needle samples were returned from lot. No. 8304717, cat. No.320497. Visual examination was carried out on all thirty four samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that two bd micro-fine pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: micro pen needles. Child was administering a correction insulin dose and as doing so the needles came away from the pen and was stuck in the stomach. Wording from staff was that it was almost like the needle was being suctioned into the skin and had to be removed with tweezers. This incident occurred again and again had to have first aid to remove this.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.